Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient may have had an allergic reaction to vancomycin that was used intra-operative in the ipg site. The ipg site was red and swollen. The patient initially went to ER on (B)(6) 2015.the physician suspects cellulitis. Follow-up information revealed no cultures were obtained and the patient's issue is resolving on its own.